Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was impacted (394 mg/dl). Reportedly, cartridge and infusion set tubing was exchanged and the customer's blood glucose level began to decrease.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.